Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not read the screen of the insulin pump because it had lines and blurred. The customer¿s blood glucose level was unknown. Customer reported that they replaced the reservoir and issue started. Customer stated that the insulin pump was neither dropped nor bumped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device powered up with a partial display that was illegible. Upon further review, there are a few horizontal rows within the lcd screen itself where the pixels are black. Unable to perform the displacement test due to the display anomaly.